Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was included in the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.64 v after 26 months of implant. Technical services advised that the device follow-up intensify to monthly. Further information revealed that the device was explanted for normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Visual inspection found an unknown red material on the inside of the device case and a dent on the outside of the case. Detailed analysis could not ascertain the source of the red material, however, concluded that it did not impact the clinical use of the device. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.